Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed based on medical review. Method & results: product evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. From the photographs provided there no evidence of damage for the device. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: a hip revision cannot be confirmed without additional medical records. A dissociation of a large cocr head and accolade tmzf stem trunnion wear/failure can be confirmed. Root cause: the root cause of the asserted revision would be trunnion wear/failure. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the investigation concluded that hip pain was caused by disassociation and wear involving an accolade stem.  The event was confirmed based on medical review. Further information such as return of the device, additional medical records and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pain in hip. All available information submitted." Patient's left hip was revised. Rep provided the primary op and implant reports, pre-revision x-rays, and a picture of the explants. As per the provided medical review: " a dissociation of a large cocr head and accolade tmzf stem trunnion wear/failure can be confirmed. Root cause: the root cause of the asserted revision would be trunnion wear/failure."